Event description:
It was reported that during a low anterior resection procedure, during double stapling, the staples malformed. A colostomy was created as a result. There were no additional patient consequences reported.